Manufacturer narrative:
(B)(4). Date sent 10/14/2024. D4 batch #c9dg3v. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The bulkhead contacts were noted to be damaged. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. No conclusion could be reached as to what may have caused the pcb board to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number c9dg3v, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the device could not be fired at the 1st firing. There was no sound when the battery was loaded. It was used on duodenum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.